Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure harmonic ace was found to have broken tip. Intuitive followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the tip of an instrument completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, with no damage noted, and the issue was discovered during a dissecting task 1.5 hours into the procedure. The surgeon did not notice any functional issues, and there were no collisions with other instruments. The procedure was completed robotically without patient injury. The surgeon attributed the breakage to product quality issues, and a similar incident occurred with a previous harmonic ace instrument. 480275-10/ l13241205.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "the tip of the instrument broke". The instrument was found to have the blade broken at the base. A piece approximately 0.481" x 0.075" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.